Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following system testing, device interrogation noted a fault code (fc) 1004. A boston scientific technical services consultant recommended both lead and device be removed as there could be a short of the high voltage portion of the lead and the patient would not be protected. The patient was sent home with a lifevest. A subsequent revision procedure was performed and the device and lead were removed from service and replaced. No adverse patient effects were reported.